Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every 5th day, route was not reported), meropenem injection (1 gram, two times a day , route was not reported) and amikacin injection (250 milligrams once a day, route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as hygiene was not maintained. Nine days after event onset, the patient was hospitalized for the peritonitis event. On an unreported date, antibiotic therapy was discontinued and the patient was recovered from the peritonitis event. Ten days after hospital admission, the patient was discharged. On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. At the time of this report, the patient was performing hemodialysis twice a week. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.